Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the right master tool manipulator (mtmr) to resolve the error 23025. Sine cycle test was performed on every mtm and electrical safety test was performed. The surgeon console controller (scc) microphone was replaced, but was unrelated to the reported issue. The system was tested and verified as ready for use. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse) during initial troubleshooting. Investigation revealed the following possible related system errors: error 23025 pointing to right master tool manipulator (mtmr) - encoder quadrature fault on mtmr axis 3. No procedure video or image was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted to laparoscopy, and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the site had a critical error on the system during surgery. The caller said that they had already restarted the system before calling. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and found an error 23025 pointing to the right master tool manipulator (mtmr). The tse asked the caller to power down the system and move the mtmr to another position. After restarting the error came up again. The tse asked the caller to perform a hard power cycle and again move the mtmr to another position without any success. The procedure was completed laparoscopically with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and powered on initially without errors. No issue was noted during set up of the system. The procedure had been in progress for approximately 25 minutes when the issue occurred. As a result of this issue, the surgical procedure was delayed by approximately 60 minutes. The patient was reported to be doing fine, no post-operative complications were reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h9 and h10. D02 - intuitive surgical, inc. (Isi) received the right master tool manipulator (mtmr) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to be reproduce the reported failure, error 23025 along axis 3 during sine cycle which was alleged during the procedure. The a3 motor cable and axis motor will be replaced as a fix. Additional findings during evaluation: the opto buttons were found to be physically damaged. The entire opto button assemblies will be replaced. The gimbal grip pads were found to be worn out during evaluation. The gimbal grip pads and link 1 covers will be replaced.